Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose value was 135 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. The customer was advised to remove the current battery from the insulin pump and insert a new battery but insulin pump alarmed unexpected restart. The customer was advised that the insulin pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.